Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During an unknown semi-open surgery, when the needle pierced the tissue during dermal suture and it was checking where it had emerged, it was confirmed that the tip of the needle had broken. Although there have been no problems with the patient currently, no broken pieces of the needle were found on the spot, and they were not found to remain inside the body even by an x-ray. It will be sent one product with a broken needle and one of the same standards as a reference product, for a total of two. It was not a control release needle. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/30/2025. H6 component code: g07002 - no device problem . This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: was there any additional tissue damage resulting from the search for the needle piece? Unk. Is there any plan in place to remove the needle piece in the future? Unk. If so, could you please provide the scheduled date for the removal? Unk. In which tissue structure was the broken needle located? Unk. What is the surgeon's opinion of the potential consequences for the patient? Unk. What is the current status of the patient? Unk. Could you kindly provide the lot number, please? Unk. Could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. H3 investigational summary: the product was returned to ethicon for evaluation. One needle-suture piece was received for analysis. Product code z464h. Visual inspection of one opened sample, the swage and the attachment area were noted to be as expected. No needle breakage was observed on the body, tip, or swage area. The sample was tested by a resistance test to the needle and met the requirements. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. One needle-suture piece was received for analysis. The product code is z464h. During visual inspection of the returned sample, it was observed that the needle was noted to be broken at the tip area. The other section of the needle was not returned for evaluation. This sample will be shipped to hsa for further analysis due to the needle breakage. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached due to the sample needs additional evaluation by hsa. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. Additional h3 investigation summary: further evaluation was performed on the returned device. A failed suture needle was submitted for fractographic evaluation. The component was identified as product code z464h. The product received for analysis was z464h. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The needle surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the needle was exposed to elevated temperature conditions. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The manufacturing records could not be reviewed as the batch/lot number is unknown.